Manufacturer narrative:
Device returns from the customer evaluated with no issues detected.

Event description:
On 09/28/2015 - (by inital reporter) customer/end-user reported that the device/product was used to cover an incision, and when removing bandage, the bandage tore several layers of skin.